Event description:
During meniscal repair, t1 was deployed but t2 would not deploy. The surgeon was required to cut the suture leaving t1 in situ. A back-up device was used to complete the procedure, it was reported that there was no significant delay in surgery, and there was no patient injury or procedural complications.